Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
A center director reported one plus diffuse lamellar keratitis (dlk) one day post lasik in a patient's left eye. Good vision and comfort was noted. Topical steroid dosage was increased and an oral steroid was prescribed. Additional information has been requested.